Event description:
During an MRI of the cervical, thoracic spine and left shoulder, I received a serious burn on the left forearm. I was not wearing metal or any transdermal patches. During the MRI of the left shoulder, my left arm was immobilized by a support on the left shoulder. I did not feel the burn happening, just a slight warm sensation on my arm. After I was removed from the machine, I went for x-rays and that is when I noticed a red swelling on my left forearm. I showed it to the x-ray tech who then called the MRI tech down to look at my arm. He said it was because I had been in the machine for a longer than normal time and that it was like a sunburn and to treat it as a sunburn. He said if I wanted to stop in the ER I could do that. I did stop in the ER. By then, blisteres were forming. The ER treated it as a second to third degree burn with sulfa sulfadiazine, relafen, and vicodin. The burn formed one big blister the size of a half dollar. The blister broke a day later leaving a hole in my arm the size of a silver dollar. It is now starting to heal, but is going to leave a rather large scar. The MRI took place at the hospital.